Event description:
It was reported that during a shoulder arthroscopy the device sometimes deviated from the preset pressure and drew air even when nothing was connected. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed a worn inflow motor along with damages at the front panel and a torn rubber foot. The physical damage observed is consistent with questionable user handling.